Event description:
It was reported that the patient experienced a shocking/jolting sensation over her body whenever her stimulation was turned on. Impedance measurements were normal. Further information was requested.

Manufacturer narrative:
(B) (4).